Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 600 mg/dl with large ketones, vomiting, and abdominal pain. The reporter stated the patient was hospitalized and treated with intravenous fluids and insulin via injection. It was reported there were air bubbles in the cartridge¿s insulin. This complaint is being reported because the alleged serious injury was related to a reported cartridge malfunction.